Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Customer changed cartridge and infusion set to address the issue.